Event description:
The doctor claims that the graft was implanted as a replacement graft for an aortic arch aneurysm procedure. During the procedure, the graft leaked blood from its walls (oozed) and from the sutures. The leakages stopped when protamine was administered. The graft was left in. The patient is doing well. The exact quantity of blood lost through the graft and anastomosis is unknown at this time. In 2005, company received the following additional information: the graft was cut/trimmed with scissors, rather than a low temperature cautery knife, as recommended in the instructions for use. A taper-point needle was used for suturing. The quantity of blood lost through the graft's wall or suture-line is unknown.